Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with itching, rash, redness extended beyond the patch perimeter. The skin reaction was treated with an unspecified over the counter topical cream or ointment. The patient used triamcinolon as barrier product but it not help minimize or prevent the skin reaction. A photo of the skin reaction from the 14th of july, in the complaint record was reviewed. The skin reaction started on the 13th of july and it was confirmed a systemic reaction, with widespread erythema reaching up to the patient´s face and ear. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The reaction was systemic with widespread erythema reaching up to the patient´s face and ear. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).